Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely elevated sodium test result was obtained from a dimension vista 500 instrument. The customer resolved the issue with support from the siemens customer call center (ccc). The customer performed routine maintenance activities of cleaning and flushing the sample and vent ports, replaced the integrated multisensor technology (imt) standard a, standard b and diluent. The customer ran the imt auto-alignment and imt check 1, then ran quality control materials with acceptable results. Siemens reviewed instrument log files and concluded that e:142 errors and low fluid verify results, accompanied by low fluid delta results, indicate fluid flow issues. The customer resolved the issue by cleaning and flushing the sample and vent ports. The cause of the discordant, falsely elevated sodium test result was a fluid flow issue in the imt. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A discordant, falsely elevated sodium test result was obtained from a dimension vista 500 instrument. The initial result was not reported to a physician. The same sample was repeated on a dimension rxl. The repeat result from the dimension rxl was reported to a physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium test result.